Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the information provided it was not possible to conclude the exact root cause for this event, and no conclusion can be drawn. However the most likely root cause is the patient being unsuitable for endovascular repair. No evidence to suggest the device was not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: stent graft placement was undergone on a female patient to treat type b aortic dissection whose entry site was in the descending aorta. Though the patient was not suitable for the procedure, it was conducted since the dissecting aneurysm was expanding as much as the proximal side of the false lumen reached to the distal aortic arch. On (B)(6) 2014: two esbe-28-80-t-pfs were placed by right approach to close the entry site first, then one zteg-2pt-32-200-pf was placed from the distal arch by right approach to expand the true lumen. In (B)(6) 2015 (exact date unknown): CT angio performed as a routine follow-up confirmed retrograde type a aortic dissection. Treatment would be conducted not urgently but semi-urgently due to stable hemodynamics. On (B)(6) 2015: retrograde type a aortic dissection was treated by total arch replacement and "frozen elephant trunk technique (open stent graft techinique)." The stent graft used for "frozen elephant trunk technique" was placed bridging the blood vessel prosthesis and the previously placed tx2. Patient outcome: the patient had a favourable outcome.